Event description:
It was reported that a patient who underwent a primary breast augmentation procedure mentor memorygel xtra breast implant 595cc gel breast prostheses developed pain in both breasts post implantation. The pain in the right breast subsided shortly after surgery but the left breast pain continued. Additionally, there was a lack of symmetry with the right breast. It was later discovered that the left breast prosthesis had moved. As a result, the patient was scheduled to have the left breast prosthesis repositioned on (B)(6) 2024. During the surgery, it was discovered that the left breast prosthesis had ruptured. As a result, the surgeon decided to explant both breast prostheses and replace them with unspecified mentor gel breast prostheses. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-09863 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, asymmetry, migration of left breast prosthesis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).